Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an effusion. A non-boston scientific (bsc) sheath and nrg transeptal needle were used for the transeptal. No issues were noted during the transeptal. Once inside the left atrium (la), the non-bsc sheath was exchanged for a watchman double curve sheath. Ice was advanced into the la when effusion was noticed along with low blood pressure. The case was aborted and the sheaths were removed. A pericardiocentesis was performed. The patient also needed 4 units of blood and vasopressors. The effusion became stable after treatment. The patient was then transferred to the operating room for exploratory surgery. The device is not available for return due to disposal.